Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had generated a red alert due to an out of range pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Following the alert, the measurement was observed to be within the normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had generated a red alert due to an out of range pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Following the alert, the measurement was observed to be within the normal limits. No adverse patient effects were reported. Additional information was received stating red alerts are still being generated for this system due to the out of range pacing impedance measurements on the right ventricular (rv) channel. The patient will continue to be followed on a monthly basis. No adverse patient effects were reported.